Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. The philips service engineer (se) inspected the device. The se could not duplicate the reported issue, however found in the ventilator diagnostic logs the machine and proximal pressure sensors failed code. The se replaced the motor control (mc) to data acquisition (da) ribbon cable and the mc printed circuit board (pcb) retention bracket and the ventilator passed all testing.

Event description:
It was reported that the ventilator became inoperable and generated a machine and proximal pressure sensors failed code. There was no patient involvement. The event date was not specified; estimate used.